Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, a heavy weight was dropped onto the pump after the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer reverted to using an alternate pump for insulin therapy.